Event description:
Caller reported a cartridge alarm with the pump, noting that it displayed high glucose levels across the cgm, although the blood glucose meter showed a level of 319 mg/dl. The customer used a correction bolus via the pump and did not require third-party assistance. Reportedly, customer reverted to manual injections for insulin therapy.